Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a cataract extraction with intraocular lens implant procedure the handpiece appeared to be occluded. The case was initiated and completed using an alternate handpiece. There was no patient involvement.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the company representative indicated that the handpiece connector on the system was obstructed and not the handpiece itself. The system handpiece connector was replaced.